Event description:
Additional information was provided indicating that the iol has been removed from the eye. Further information was provided indicating that the iol was replaced with a similar model of the same power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the sample was indicated as delivered; however, the sample has not been received at the manufacturing site. An inquiry has been initiated with the shipping company. The file will be reopened if the sample is recovered. The product investigation could not identify a root cause for the reported issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implantation performed approximately 7 years ago, that the patient has presented with worsening acuity in the right eye, since it was correlated with the presence of multiple hyperreflective spots in the optic of the iol, compatible with glistenings. Additional information has been requested.